Manufacturer narrative:
Unfortunately, no samples were received for evaluation and therefore, we are unable to determine the exact cause for the reported issue. However, based on similar reported issue a project file has been opened to address functional difficulties with the device. The reported issue can be related to material condition (interaction which may cause friction between the square slide and charging arm which can contribute to this type of report. We are continuing to investigate and determine corrective actions.

Event description:
Biopsy needle is misfiring and almost poked the technologist when the needle punctured completely through specimen container. No report of pt injury.